Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and reported the sensors were not working. The customer also received a change sensor alert, sensor updating alert and calibration not accepted alert. The customer reported the sensor fell off and also stated the transmitter connection bridge/pins damaged. The customer reported blood glucose value of 400 mg/dl. The event involved products mmt-7841zn, mmt-643na, mmt-7040b, mmt-1884l, mmt-332a and unomedical. Troubleshooting was not performed for hyperglycemia and it was unknown whether the customer has used the insulin pump within 48 hours of the reported event and unknown whether the auto mode/smartguard feature was active at the time of the event. Troubleshooting was performed for sensor alert and found that the sensor securely taped to skin and was still in place. Troubleshooting was performed for tester procedure for transmitter and the found that the advised the customer the transmitter may not be working. No further patient complications were reported. The customer will discontinue the use of the transmitter. Mmt-7841zn was requested and customer response was the device will be returned. It was unknown whether the customer will continue using the site adhesive, sensor, pump, reservoir and infusion set. No product is expected to return for mmt-643na, mmt-7040b, mmt-1884l, mmt-332a and unomedical.